Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 420 mg/dl after the cgm sensor displayed a falsely low reading. The user calibrated the sensor and manually entered a fingerstick value into the ilet to resume insulin delivery. No outside medical intervention was required